Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is auto cycling. There was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer reported that it is not available.